Manufacturer narrative:
Philips has investigated this complaint. When a procedure is already in progress and the wired footswitch is connected, a system restart is required for the wired footswitch to be recognized. Philips informed the customer to keep the wired footswitch connected so that a restart is not required if the wired footswitch is needed. A philips service engineer replaced the wireless footswitch and base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that during a primary intervention, the wireless x-ray foot pedal operation failed, and the system became unresponsive. A wired footswitch was connected but the system remained unresponsive until it was re-booted. Following reboot normal functioning was resumed with the wired pedal and the procedure was completed successfully. The critically ill patient passed away. The customer didn't think the death was an outcome of the failure. A death has been reported to the coroner. Philips has started an investigation of this complaint.